Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited low sensing of r-wave and low pacing impedance. An x-ray was performed and revealed rv lead dislodgement and lack of the lead slack. During revision procedure, the sensing was normal and no slack was noted via x-ray. Micro-dislodgement was suspected due to differences in lead slack in various patient positions. On (B)(6) 2026, the physician elected to cap and replace the rv lead. The patient was in stable condition throughout the procedure.